Event description:
Additional information reported stated that on (B)(6) the physician noted a microdislodgement; this was addressed by repositioning. The patient complained of experiencing very tired after the implant procedure. On 08/01 during a routine follow up the ventricular lead noted loss of capture. The lead was capped and replaced.

Event description:
It was reported that the right ventricular lead exhibited loss of capture. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.